Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came for follow-up, low pacing lead impedance was observed. Lead damage was suspected but not confirmed. Patient's condition was good and will be monitored regularly.